Event description:
Reporter indicate receiving high lead impedance on a pt who was recently implanted. The patient is still feeling the stimulation and is receiving efficacy. He was able to abort a seizure by swiping the magnet over the generator. The pt denies trauma or manipulation of the device. The physician was asked to order x-rays and have a copy sent to the MFR for review.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.